Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.